Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12322-02, lot #unk indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #2 issue: knot lock. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after suture deployment and knot tying, as the knot was being slid down on the white suture, the knot became locked and could not be advanced. When additional tension was applied to the suture to move the knot, the suture broke. The suture was removed and a second prostar xl was attempted but the knot also locked on the white suture and could not be advanced further. The suture was removed and surgical cut-down was performed to achieve hemostasis. It was believed "that the possible reasons for this could have been (due) down to the sliding knot being too tight and locking too far up or possibly some tissue getting caught up." Additionally, it was reported, "the patient's anatomy may have had some effect as the vein was running across the artery." There were no reported adverse patient sequelae. No additional information was provided.